Manufacturer narrative:
H3. Device evaluation by manufacturer: the aquabeam robotic system handpiece was not returned for investigation. The log files from the procedure were reviewed and it was noted that the high pressure psi (hppsi) was observed to be low relative to hppspeed during priming and for the entire duration of the procedure, consistent with the reported event. Approximately 60% of the planned 2nd aquablation treatment pass was performed for a duration of 158.3 seconds and then the procedure was observed to be aborted, consistent with the reported event. A review of the device history record (DHR) for serial number (B)(6) was conducted, which confirmed that there were no nonconformances generated during the manufacturing process of this system. The review indicated that the system met all required specifications upon release for distribution. A review of device history record for the handpiece (lot number 19c01572) was conducted, which confirmed that there was a nonconformance generated during the manufacturing process of this lot. The ncmr is unrelated to the reported event. The review indicated that the lot met required specifications at the time of release of distribution. A review of similar complaints found no similar events across all lots. The aquabeam robotic system instructions for use, ifu0101-00, rev. D. States the following: 8.29. Sterile: treatment. C. When the treatment pass is complete, determine whether another pass is needed. The handpiece was not returned for investigation. The reported event was confirmed during the log file review. Due to the log file review results the most likely cause of the reported event was determined to be a jewel adhesion failure; however, with no device returned, the root cause remains undeterminable. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
Root cause of reported event has not yet been established. Investigation by manufacturer is currently inprocess. Submission of this report does not constitute an admission that the manufacturer's product caused, or contributed to the event.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that during the procedure the aquabeam robotic system handpiece did not adequately ablate the prostatic tissue . The procedure was converted to a transurethral resection of the prostate (turp) surgical procedure. There were no adverse health consequences to the patient as a result of the reported event.